Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5094556) on 10-jun-2020. The most recent information was received on 02-jul-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('riht side pelvic pain with severe pulling') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension and pelvic pain to be related to essure. The reporter commented: event outcome was reported as disability / permanent damage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5094556) on 10-jun-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('right side pelvic pain with severe pulling') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension and pelvic pain to be related to essure. The reporter commented: event outcome was reported as disability/permanent damage. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.